Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a partial lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the ring electrode cable lumen in the proximal region of the lead. The etfe cables coating was intact in this location. The cause of the external insulation abrasion is consistent with friction to the device can.